Event description:
The nurse (rn) of a home patient reported 2 incidents of the minicaps falling off the patient's transfer set. Per rn the patient had a set change both times but no antibiotic treatment given. Rn noted the patient discarded the package and box so no lot number or sample is available. Per rn, no patient injury was associated with these incidents.